Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn stated the blood leak was internal, and it occurred less than five minutes into the patient¿s treatment. The blood leak was visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, failed to alarm appropriately with a blood leak alert. Prior to treatment initiation, there was no physical damage noted on the device. However, upon further inspection after the blood leak occurred, a bent fiber strand was identified in the device where the blood had trickled through the fibers into the dialysate compartment. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the blood leak incident, the machine that failed to alarm was removed from service for evaluation. The biomed fully bleached the machine and then calibrated the blood leak detector, but they were unable to duplicate the reported failure. The biomed stated the machine passed the self-test and was then returned to service. There have been no further issues with the machine.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn stated the blood leak was internal, and it occurred less than five minutes into the patient¿s treatment. The blood leak was visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, failed to alarm appropriately with a blood leak alert. Prior to treatment initiation, there was no physical damage noted on the device. However, upon further inspection after the blood leak occurred, a bent fiber strand was identified in the device where the blood had trickled through the fibers into the dialysate compartment. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the blood leak incident, the machine that failed to alarm was removed from service for evaluation. The biomed fully bleached the machine and then calibrated the blood leak detector, but they were unable to duplicate the reported failure. The biomed stated the machine passed the self-test and was then returned to service. There have been no further issues with the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer could not find objective evidence indicating a product problem, and thus the complaint was not confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, a cause for the reported event could not be established.